Event description:
It was reported by pmqa that a omnipod personal diabetes manager (pdm) was received and had a melted charging port.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.